Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a premature battery depletion error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). A request was made to have data from this device analyzed. Data analysis confirmed that the battery was depleting more quickly than expected. A replacement interval window was provided for this s-ICD. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that a premature battery depletion error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). A request was made to have data from this device analyzed. Data analysis confirmed that the battery was depleting more quickly than expected. A replacement interval window was provided for this s-ICD. This s-ICD remains in service. No adverse patient effects were reported. The complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Additional information was received that this s-ICD was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.